Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a power outage occurred during surgery, the unit did not maintain backup pressure to the eye and as a result, the patient experienced a retinal tear. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system. The central processing unit and back up battery were both replaced. However, there was no mention from the company representative if either item replaced was attributed to the reported issue. The system was tested and found to have met specification. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the reported event was not replicated. A battery was replaced as a preventive measure. The system was found to meet specification. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).